Event description:
On (B)(6) 2012, the reporter contacted animas, alleging an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed power on resets observed in the black box. There was no damage to the battery compartment of returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was programmed for a one unit per hour basal rate and exercised for 24 hours with the returned battery cap and no power interruptions occurred during this time. During the investigation process the power compliant was verified in history but could not be duplicated. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.